Manufacturer narrative:
Reported event: an event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: the patient underwent a tha with a citation tmzf stem matched to a v40 lfit 36 mm head in 2007. In 2022, he had a catastrophic failure of the femoral stem with a trunnion fracture. He underwent a revision tha. Event confirmation: the event, a revision for fracture of the femoral stem was confirmed. Root cause: the root cause of the revision was fracture of the femoral stem. The root cause of the stem fracture cannot be stated." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the stem from the head, fracture of the stem trunnion, and periprosthetic fracture of the femur. Intraoperatively, it was observed that the shell was slightly more vertical than ideal but removal would have caused significant bone loss, so it was left implanted. A review of the provided medical records by a clinician was unable to confirm the shell malposition. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Wife reported her husband had a revision of the left hip on (B)(6) 2022 due to the "two metals being worn down to fine pencil tips". Primary surgery was done in (B)(6) 2007. Update: per patient medical records, it was indicated that the patient was revised due to disassociation of the head from the stem, fracture of the femoral stem trunnion, metallosis and osteolysis, destruction of abductors, heterotopic ossification and fracture of the greater trochanter whereby the stem, head and liner were explanted and the patient was converted to a restoration modular construct with dall miles grip plate and cabling for fixation. It was also reported that the shell was slightly more vertical than ideal but removal would have caused significant bone loss, so it was left implanted. During revision surgery, the following were performed: "debridement of chronic metallic wear debris and osteolysis," "open reduction internal fixation left greater trochanter fracture," and "resection of heterotopic ossification." Despite the reported proximal bone erosions, the femoral stem was reported to be well-fixed and removal was intensive.